Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a depleted battery set alarm was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A review of the product labeling was performed and found the labeling to be adequate. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
Upon reviewing the pump's event history, baxter (B)(4) personnel discovered a colleague infusion pump with a battery depleted set alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.